Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. During the investigation the pump operated as expected. The pump history was also reviewed, where multiple no flow out alarms were observed. There is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "doesn't empty the bag all the way". The initial reporter also stated that the pump "empty the bag completely, and that it pumps air and doesn't alarm". Mmdg did follow up with the initial reporter to try and clarify the complaint information received, but no other information about the complaint was provided. They did state that the patient did not have any adverse effects due to the complaint. [Complaint (B)(4)].